Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. No medical records were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00587806538, trabecular metal standard primary patella, 63600456. 42502806402, femur trabecular metal cruciate retaining (cr), 64368265. 42530007902, natural tibia trabecular metal fixed bearing right size g, 64102984. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is unavailable by hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right total knee arthroplasty. Approximately 19 months post implantation, the patient was revised due to instability. A 10mm bearing was removed and a 13mm bearing was implanted.